Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the therapy was turned on and programmed in the doctor's office last friday and that night when they went to bed they the minute they lay down their whole body got "electrocuted". Pt mentioned they looked at the manual and found about adaptive stim but they checked mystim and they don't have adaptive stim, they also don't have neuro sense. Pt mentioned they're using group b and pt described the therapy showing with a purple diamond beside. Pt did confirmed that they have other groups with the same purple diamond but they were instructed to use group b as of now. Pt added that even when they sit down they would be shocked and because of that they turn of the therapy every night. Pt's next follow-up visit to their doctor is in 2 weeks after last friday and that they have a dir ect contact to their rep. Pt was redirected to their rep for further assistance. Pt will contact their rep.